Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration/essure system evolution filament on the right side'), fallopian tube perforation ('perforation: fallopian tubes/essure system was protruding approximately 1 to 2 cm the ostia on the right side') and endometritis ('chronic endometritis'). In an adult female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: menometrorrhagia and uterine dilation and curettage. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (hysteroscopy, removal of essure system from the right side.). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation, fallopian tube perforation, endometritis, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue and nausea outcome was unknown. And the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy added: essure insertion date as per mr is (B)(6) 2006. Essure system bilaterally with inserts, two on the right side. Eight coils on the outside. She received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), migration, perforation: fallopian tubes, vaginal discharge, bladder problems, urinary problems, fatigue, nausea. Insertion complications: only extra essure insert was put in the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2006, essure confirmation test(s) (unspecified). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: endometritis. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: event: endometritis added, and made medically significant and intervention required, due to surgery. Reporter, essure removal date, medical history added and rcc added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/essure system evolution filament on the right side.'), fallopian tube perforation ('perforation: fallopian tubes/essure system was protruding approximately 1 to 2 cm the ostia on the right side') and endometritis ('chronic endometritis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and uterine dilation and curettage. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (hysteroscopy,removal of essure system from the right side.). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation, fallopian tube perforation, endometritis, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue and nausea outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy added: essure insertion date as per mr is (B)(6) 2006 essure system bilaterally with inserts two on the right side.eight coils on the outside. She received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), migration, perforation: fallopian tubes, vaginal discharge, bladder problems, urinary problems, fatigue, nausea. Insertion complications : only extra essure insert was put in the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on(B)(6) 2006: essure confirmation test(s) (unspecified). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : endometritis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue and nausea outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure (ess205). The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), migration, perforation: fallopian tubes, vaginal discharge, bladder problems, urinary problems, fatigue, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: essure confirmation test(s) (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was updated as dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), migration, perforation: fallopian tubes, vaginal discharge, bladder problems, urinary problems, fatigue, nausea. Patient date of birth added. Lab data added. Reporter causality comment was added. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.